Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Customer stated their teeth have not aligned properly, they also have gotten cavities due to the retainers. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.